Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that the system was replaced with an argon fluoride regulator in the unknown eye of a patient and the timing was unknown.

Event description:
Additional information received and confirmed that a gas leak occurred inside the internal laser head, and it was identified that the leak was contained within the laser head. There is no indication that gas leaked into the operating room or that exposure occurred to the patient, customer, or third parties.

Manufacturer narrative:
Additional information provided b.2.,b.5., and h.11. Based on the information received after the submission of the initial report, it is confirmed that a gas leak occurred inside the internal laser head, and it was identified that the leak was contained within the laser head. There is no indication that gas leaked into the operating room or not either exposed to the patient, customer, or third parties. Therefore, the event is not considered a reportable malfunction, and it is unlikely that a recurrence would result in serious injury. No further reports will be submitted under mfg report num 3003288808-2025-00010. The manufacturer internal reference number is: (B)(4).